Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and identified problems in the washing of the cuvettes related to sodium hydroxide detergent (naoh-d) and also with the drying of the closed tube sampling (cts) probe. He adjusted the washing level of the cuvettes which resolved the naoh-d issue. He also fixed the cts probe drying. He replaced the solenoid (sv) valve which had a mechanical problem. He also replaced the gear pump head. He verified that the analyzer was performing within specifications. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable a1c-3 tina-quant hemoglobin a1c gen.3 result for one patient sample tested on the cobas c513 analyzer commercial system. The initial result was not reported outside of the laboratory. The patient sample was rerun on their other c513. On (B)(6) 2022, the initial result from the analyzer was 7.11%. On (B)(6) 2022, the repeat result from the other analyzer was 5.57%. The reagent lot number is 591910. The expiration date was requested but not provided.